Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) has an infection around the device suture line with cellulitis. The incision is red and crusted, but there is no drainage. The patient reported not experiencing any pain, fever, or chills. Cultures were taken of the patient's blood and incision area and all tests were negative for an infection. It is suspected that it is a soft tissue infection. No adverse patient effects were reported. The patient received intravenous antibiotics. At this time, the s-ICD remains implanted and in service and no additional invasive interventions have been required.